Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to high out of range pace impedance and high threshold measurements. The lead was removed and noted to have tissue stuck in the helix mechanism. A new lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to high out of range pace impedance and high threshold measurements. The lead was removed and noted to have tissue stuck in the helix mechanism. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood/tissue was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid and tissue inside the helix housing may have contributed to the irregularity in helix function.